Event description:
Implant card received noting that the patient underwent a lead revision. It was noted that the surgeon observed some scarring around the original lead that was placed 15 years ago and feels this was the cause of the high impedance.

Event description:
The patient's device was checked in pre-op for a battery replacement but could not be interrogated due to normal expected battery depletion. During the procedure, once the new generator was implanted, high impedance was observed. The surgeon then disconnected the lead pin, cleaned with a raytec and reinserted locking in the pin but again received high impedance. This was repeated multiple times resulting in the same, high impedance. There was no visible damage to the lead. The lead pin was confirmed to be seen past the second connector block, and it was confirmed that a system diagnostics test was performed after troubleshooting. The explanted generator was not made available for return. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.